Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while drilling the ezio needles bent and the power driver failed. The driver is only six months old. Inserter states that battery went flat, or machine failed. An IV was placed instead.